Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the encoder switch assembly was electrically out of specification. It was also found that the battery wires were pinched, but the insulation was not compromised. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the menu knob on the external pulse generator (epg) was not working correctly. The knob would either not work, or adjustments would only be made intermittently. The epg has been returned for service. There was no patient involvement.